Event description:
The caller reported an issue where the insulin gauge displayed a different amount than expected, showing only 40 units instead of the expected 85 units. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.